Manufacturer narrative:
The fsr replaced the batteries. The unit operated to the manufacturer's specifications. The suspect batteries were returned to the manufacturer for further evaluation.

Event description:
During field service installation of the device, the field service representative (fsr) reported that the batteries were depleted. There was no patient involvement.

Manufacturer narrative:
Updated block: h6. During laboratory analysis, the product surveillance technician (pst) observed the batteries to meet all specifications. The first battery measured 12.82 volts direct current (vdc) and 469 siemens (s) and the second battery measured 12.71 vdc and 456s, both passing. The batteries were put on the charger to fully charge and lasted 66 minutes during discharge testing, specification is 60 minutes. Per data log analysis, the system is powered up on (B)(6) 2019. The previous power up of the power manager with a central control monitor (ccm) attached is (B)(6) 2019 (likely in production). There was one power up between those dates but no ccm was attached. This will prevent the last power up date/time from being updated. When the system is powered up on (B)(6) 2019 the power manager calculated storage time as eight months causing the battery capacity to be set to zero as reported. There is no indication of a problem with the system.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.